Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Subsequently, the customer went to the emergency room (ER) due to an elevated blood glucose level. The continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. The customer was treated with intravenous insulin and saline and was released from the ER 6 hours later with no permanent damage and the reported issue resolved. Customer loaded a new cartridge to resolve the issue.